Event description:
It was reported that the patient experienced unspecified issues with his artificial urinary sphincter (aus). All the components were removed and replaced for a new aus consisting of a 4.5 cm cuff, a pump and a 61-70 ml balloon. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. The patient presented increased incontinence and erosion around the urethra; implanted new cuff transcorporal. There were no any malfunction with the explanted device.